Manufacturer narrative:
(B)(4). (B)(4). Complaint conclusion: it was reported that during deployment of a mynxgrip vascular closure device (vcd), when the sheath was withdrawn from the tissue tract, the advancer tube was visible; however, outside of the patient. The balloon was deflated and the vcd was removed from the patient along with the plug (sealant). Manual compression was applied for "about" 5 minutes to achieve hemostasis. The product was stored per the product labeling and used right after delivery. The user shuttled down the vcd completely. Significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath. The patient¿s hospitalization was not extended. No patient injury was noted. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. Sealant was not returned with the device. The advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1720001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. It was reported that the advancer tube was advanced until a definitive stop. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_b. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during deployment of a mynxgrip vascular closure device (vcd), when the sheath was withdrawn from the tissue tract, the advancer tube was visible; however, outside of the patient. The balloon was deflated and the device pulled out of the patient along with the plug (sealant). Manual compression was applied to achieve hemostasis for an unspecified duration. No patient injury was noted. The vcd will be returned for analysis